Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an olecranon fracture repair procedure on (B)(6) 2016, the very tip of a 2.0mm drill bit with depth mark/qc/140mm (the fluted ends) broke off and was left in the patient. The surgeon kept trying to drill up against another screw and eventually the drill bit gave out. The surgeon made a couple of quick attempts using pick-ups to remove the fragment that had fallen in the already drilled hole in the plate. After trying for about three minutes, the surgeon decided to leave the fragment in the patient. There were standard procedural x-rays taken during the procedure. There was a surgical time delay of three minutes, and no additional medical surgical intervention, no additional incisions or harm to the patient. The patient status outcome was stable at the end of the surgery. The surgery was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Initially reported as (B)(6) 2016; should be (B)(6) 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Date procedure occurred was (B)(6) 2016.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.